Event description:
It was reported that the customer passed away. The cause of death according to the death certificate, released by the medical examiner, was suicide. No further details are available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.